Manufacturer narrative:
The returned device was evaluated. An external inspection of the device was conducted and bubbles were observed inside the cover of the lcd screen at the top of the display. The unit was evaluated for functionality. During this testing the unit provided both audible and visual alarms during alarm conditions. However, it was observed that the device was not communicating with masimo's known good radical docking stations. The instrument board was replaced and the unit functioned as designed.

Event description:
It was reported that device's battery does not keep the charge for long. Additional information received indicated that according to the customer, there were no audible alarms. No known patient information.